Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, when the valve was fully deployed, the 26mm commander delivery system balloon ruptured while holding the balloon up for 3-5 seconds after deployment. The commander was removed from the patient without any issues. There was no other damage noted to the edwards devices. There was no patient injury. The perceived root cause of the event was unknown.